Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Indicator was flashed red led, and beeper sound. There was no patient involved.

Event description:
Indicator was flashed red led ,and beeper sound. There was no patient involved.

Manufacturer narrative:
Exemption number: e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 21st december 2016. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 8th february 2017 and passed an auto self-test and was manually power cycled, passing a self-test. The pad-pak was removed. A pad-pak was reinstalled on the 27th february 2018 and passed an auto self-test. The device passed all subsequent weekly auto self-tests up to the 8th july 2018. The pad-pak was removed. During this period, on the 8th april 2018 the device records the temperature as -60.3°c), as reported. However, the device does not record this as an out of range temperature (outside the range -10°c to 50°c). This would suggest a nonsensical record of the temperature at this time. A pad-pak was reinstalled on the 18th july 2018 and the device passed an auto self-test. The device passed the subsequent weekly auto self-tests up to the 29th july 2018. On the 1st august 2018, the device was power cycled on 4 occasions, all for less than one minute in duration. The device successfully passed a self-test on each occasion. The device passed all subsequent weekly auto self-tests up to the last log entry on the 26th august 2018. The returned pad-pak was inserted into the device and successfully passed an auto self-test, then passed a self-test during a manual power cycle. The green status led flashed as normal throughout. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Upon further investigation it was found that transistor q45 was at fault. During the investigation transistor q45 was measured and found to have failed. This had resulted in the red status led illuminating incorrectly intermittently as per the reported fault. The fault was witnessed during the investigation. Additionally, this had resulted in the device failing to carry out the scheduled weekly auto self-tests. The faults could not be replicated when q45 was replaced. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.